Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, the bioraptor suture anchor went into the patient and then the suture broke. The suture broke with no perforations made to it, simply went to pass through the tissue and it ripped and was removed with a grasper. The anchor remained in the patient. The procedure was completed using a back-up device. The back-up device was used in an additional hole. A 2.6mm drill was used to prepare the insertion site. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Corrected data: h6: health effect - impact code.